Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to low blood glucose (bg) levels (48 mg/dl). Reportedly, low bg levels were due to the pump settings being incorrectly programmed into the pump. Subsequently, the customer was admitted to the hospital and treated through intravenous dextrose. Customer was released from the hospital the following day. Treatment received in the hospital resolved the reported issue, and there was no permanent damage to the customer.